Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient has lost a significant amount of weight since the pump was implanted and the pump has been flipping and the catheter was twisted to the point that no drug was getting through. The catheter was revised on (B)(6) 2024 and the twisted section removed and replaced with an 8784. The company representative (rep) stated that the physician was only able to aspirate ~0.5 ml from catheter so they elected to not do a prime and leave pump at minimum rate for now.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pump and pump segment were replaced to resolve the issue.